Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately low. Customer did not report any symptoms. Their blood glucose results were "45 mg/dl" on their meter and "82 mg/dl" on the calibrated lab test. Tests were done within 10 minutes with a difference of 28 mg/dl. Customer re-tested and obtained a "43 mg/dl". Customer did not indicate when they obtained the second reading. The ccr indicate that their test strips had been expired (9/2001). While troubleshooting the meter would only prompt "error 1". Ccr replaced customer's meter because the error message could not be resolved.